Event description:
Boston scientific received information that this lead had been inadvertently implanted. The lead was manufactured as a demo lead only and not intended for human use. The physician states the lead packaging was not marked as, not for human use; however, the indication was on the lead itself. The lead was immediately removed and the patient administered a high level/dose of preventative antibiotics. No adverse patient effects were reported.

Event description:
Subsequently the lead and associated packaging were returned for analysis.

Manufacturer narrative:
(B)(4). The lead will remain in the field, supporting demo function only. In absence of any additional information and no return of product, our investigation is complete. Should any new information be received, the event will be reopened and further updated.

Manufacturer narrative:
(B)(4). This lead and it's packaging were later returned for an assessment. Laboratory technicians and internal engineers reviewed the lead and packaging contents, confirming the correct packaging box/material had been used; however verbiage on the packaging itself stating the lead was only to be used for demo purposes and not a product intended or manufactured for human use, was confirmed absent from the packaging material. The product itself was manufactured correctly and displayed the indication that the lead was not intended for human use. No additional testing was performed.